Manufacturer narrative:
On 10-jan-2023, this d4. Catalog d134804 device (thermocool® smart touch® sf bi-directional navigation catheter) was received by the biosense webster failure analysis lab as a wrong product under manufacturer reference number pc-001250900. An investigation was performed for clarification on this wrong product received. Additional information was received on 12-jan-2023, clarifying that the one ablator received was the correct catheter. Therefore, the product information has been updated to the following: from d4. Catalog d134805 to d134804. From d4. Lot (was originally blank) to 30814684l. From d4. Expiration date (was originally blank) to 31-may-2025. From d4. Unique identifier( UDI) (B)(4). From h 4. Device manufacture date (was originally blank) to 01-jun-2022. The device evaluation was completed on 30-jan-2023. It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The patient suffered a cardiac perforation and tamponade during radio frequency (rf) ablation. The patient's heart rate increased, and blood pressure decreased during rf delivery. Intracardiac echo was used to visualize and diagnose the tamponade. A pericardiocentesis was performed and was ongoing at the time of the call. The patient might be going to the operation room for further intervention. The patient was not completely stable. The physician did not indicate at what point in the case they believed the perforation occurred (except that it occurred during rf delivery), nor did they indicate if they believed biosense webster inc. Products contributed to the event. Cryo balloon was used prior to rf ablation. Additional information was received. The adverse event was discovered during use of biosense webster products. Patient had severe heart failure but other than that, physician did not state any other cause of event. Patient was tapped in ep lab and then went to surgery. The outcome of the adverse event was patient fully recovered. Patient in the hospital for 5 days post open-heart surgery. Other relevant history--heart failure, afib. Needle used for the transseptal puncture performed was a brk made by abbott. Ablation was performed prior to noting the cardiac tamponade. Unknown if there was evidence of steam pop. Ablation phase was when they noticed the elevated heart rate. The flow setting for the irrigated catheter used was 17ml/min. Correct catheter settings was selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on the biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag. Parameters for stability for the visitag module used 2, 3, 25% force over min 3 sec. No additional filter used with the visitag. Color options used prospectively was surpointe.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).